Manufacturer narrative:
Concomitant medical products: product ID: dtba1qq, ICD, implanted: (B)(6) 2017. 5019, adaptor, implanted: (B)(6) 2017. 6996sq58, lead, implanted: (B)(6) 2017. 459888, lead, implanted: (B)(6) 2017. 672625, adaptor, implanted: (B)(6) 2017. 900sfc28, heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an intermittent far field r-wave (ffrw) oversensing noted on stored atrial fibrillation (af) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.